Manufacturer narrative:
The complaint of a leak was confirmed from the photograph that was provided for investigation; however, the root cause could not be determined. The photo showed a slip tip syringe that appeared to be fully inserted into the q-syte connector. A stream of liquid was noted to leak from the q-syte connector. The observable features in the submitted photo did not contain enough information to identify a specific root cause of the reported event. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. Although the root cause could not be determined, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Event description:
No additional information.

Event description:
No new information.

Manufacturer narrative:
The complaint of a leak was confirmed from the photograph and q-syte connector that were provided for investigation. However, the root cause could not be determined. The photo showed a slip tip syringe that appeared to be fully inserted into the q-syte connector. A stream of liquid was noted to leak from the q-syte connector. A functional test revealed a leak from the q-syte connector. A microscopic examination revealed a column tear in the septum. As the device had been opened, it could not be determined with certainty whether the damage originated during manufacturing or use of the device. There were no distinguishing features which could aid in identification of a specific root cause. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. Has the patient or user suffered any harm? If so, please explain: none. Could you specify the date of the incident?: unknown.

Event description:
It was reported that the septum leaked. During the use of the q.syte connected to a syringe, the practitioner observed that reflux was difficult to perform, and that air entered the syringe during flushing. Leak at the valve during liquid injection.